Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem with drawers not being detected on the bus had been troubleshooted. A field service engineer replaced communication sled and after configured all drawers to station, but the issue still persists, escalated the issue to tsc to repair the med application. The technical support specialist found that the data base was full and ran decrypt backup onto d drive of current data base, sync completed without issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple main drawers did not open and could not be recovered. The customer had stated that this malfunction had caused a delay in dispensing medication to patients in the case. However, there were no adverse events or injuries reported based on this event.